Manufacturer narrative:
A review of the manufacturing paperwork has been conducted; the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to our investigation based on imaging research, the right common iliac diameter range is: 8.60 mm - 11.92mm. According to the gore excluder aaa endoprosthesis instructions for use (IFU), the iliac vessel range for a device is 10-11 mm. Recommended endoprosthesis oversizing for the iliac vessel is approximately 7-25%. Further information was requested. Two devices were implanted but not related to the event.

Event description:
In 2009, this patient was implanted with the gore excluder aaa endoprostheses (trunk-ipsilateral leg component, a contralateral leg component and an iliac extender component to treat an abdominal aortic aneurysm. A week prior to implant, a follow-up computed tomography angiography (cta) demonstrated device infolding of the trunk-ipsilateral leg component. It was mentioned, that the right common iliac diameter measure was between 8 mm and 10 mm. No extreme angulations or calcifications. On an unknown date, the patient was identified with no pulsation in the right leg. A reintervention to perform an iliac-femoral crossover was done six months later. Details regarding the reintervention on the same day, are unknown.